Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, there was noise saturated throughout the body surface (bs) and intracardiac (ic) signals. Errors 1201 and 400 were shown. The caller had taken all catheters out of the patient interface unit (piu) and noise was still present. The caller took the bs cable out and noise was still present. The lights were green on the back of the piu. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event on (B)(6) 2013. The noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both the carto 3 system and the recording system at the same time. The noise was bad so signal interpretation was not possible. There was no correlation between the noise and any certain type of event. The case was completed. There were brief periods of clarity between the spikes in noise. Towards the end of case, most of the errors and noise cleared. The severity of the noise on all the channels on both the carto 3 system and the recording system at the same time is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that while performing an atrial fibrillation (afib) procedure, there was noise saturated throughout the body surface (bs) and intracardiac (ic) signals. Errors 1201 and 400 were shown. The caller had taken all catheters out of the patient interface unit (piu) and noise was still present. The caller took the bs cable out and noise was still present. The lights were green on the back of the piu. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event on (B)(6) 2013. The noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both the carto 3 system and the recording system at the same time. The noise was bad so signal interpretation was not possible. There was no correlation between the noise and any certain type of event. The case was completed. There were brief periods of clarity between the spikes in noise. Towards the end of case, most of the errors and noise cleared. A defective body surface (bs) ECG cable caused the issue. A replacement cable was sent to the account. The bwi field service engineer spoke to the clinical account specialist and it was confirmed that the hospital has received the bs ECG cable and after replacing the ECG cable, the noise issue was resolved and the case went without any errors. The system is operational. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service. An internal corrective action has been opened to address the bs ECG cables failures in the field.